Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured low_flow / driveline_disconnect / lvad_off alarms on 26dec2024 at 6:10 am where it appeared the driveline was momentarily disconnected / reconnected at the system controller. The second circumstance of these events was caused by electrostatic discharge (esd).

Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed during review of the submitted log file. The submitted log file contained approximately 6 days of relevant information ((B)(6) 2024 per timestamp). At 6:10:04 on (B)(6) 2024, driveline disconnect, pump off, and low flow alarms were observed. The driveline appeared to be reconnected to the controller shortly later at 6:10:12 on (B)(6) 2024. The pump was observed to return to the set speed within a few seconds, and the associated alarms cleared. The pump maintained a speed within the expected range throughout the remainder of the data. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. Multiple attempts were made to obtain information regarding the troubleshooting performed and the resolution of the event, but no response was received. The root cause of the driveline disconnect alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.